Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii proximal seal was misloaded. The reporter stated that this was most probably due to user error. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
The device was returned to cardiac surgery on (B) (6) 2010, for investigation. A lot history review was performed and no non-conformities could be attributed to the reported failure mode "fitting problems." A supplemental report will be submitted when the investigation is completed. (B) (4)